Manufacturer narrative:
The last calibration performed on 06-dec-2022 did not indicate any issues. The qc recovery was within -2sd. There was no indication of a performance issue with the reagent. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer- (fse) inspected the module and found the vacuum tank visibly soiled in the tank and the lines. The cuvettes were also not properly aligned with the ultrasonic mixer (usm). The fse then flushed warm water through the valve fittings during mechanical checks. The vacuum tank and lines were cleaned by this process. The usm was adjusted with jigs per procedure. The cuvettes were lined up with usms in the service software. He also inspected the rinse mechanism tubing. Qc was performed with acceptable results.

Event description:
The initial reporter received questionable vancomycin results from 2 patient samples tested on the cobas 6000 c501 (ul) v. The initial results were reported outside of the laboratory. Sample ID (B)(6): on (B)(6) 2022, the initial result was 4.0 ug/ml with a data flag. The first repeat result was 15.9 ug/ml. This repeat result was deemed correct.  The second repeat result was 18.4 ug/ml. Sample ID (B)(6): on (B)(6) 2022, the initial result was 4.0 ug/ml with a data flag. The first repeat result was 19.6 ug/ml. This repeat result was deemed correct.  The second repeat result was 19.2 ug/ml. The reagent lot number is 64720301. The expiration date is 31-dec-2023.